Event description:
Additional information received reported that the rotor test performed showed that the pump was ¿working as expected¿. After a single bolus, the patient demonstrated that she responded to the baclofen, which meant that the drug did ¿feed through the catheter.¿ the patient was then reprogrammed to several boluses a day as ¿a way to avoid a catheter change¿. An operation evaluation was scheduled for (B)(6)-2013. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that a ¿catheter failure¿ was suspected because the system was not delivering the expected medication with the new pump. The expected residual volume at refill was 3 ml and the actual residual volume was 17 ml. The health care provider doubted that they saw ¿any effect from the first bolus¿ following the pump replacement (as reported previously). A rotor study was scheduled to make sure that the new pump was ¿working.¿ a bolus test was also scheduled to ¿prove¿ that catheter ¿did not work at all.¿ a follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient was experiencing increased spasticity and underdose symptoms. A volume discrepancy was reported; the expected residual volume was 16.7 ml and the actual residual volume was 19.1 ml. A small bolus was given to the patient with good results. It was noted that after the bolus there was almost 'not infused anything.' Before deciding if the pump would be replaced, a rotor study was scheduled for that same day. The drug in the pump was lioresal (baclofen).

Event description:
Additional information: regarding previously reported volume discrepancy and underdose symptoms, it was noted that an x-ray was done (no date was reported) and the catheter connection was "ok." It was further noted, the patient was seen in ambulatory clinic (B)(6) 2012 during which time 19.5mls were aspirated from the pump, it was noted, the patient had not gotten anything from the pump and the doctor "decided to refer the patient for a replacement of the pump" "within one month," although no revision date was given. It was also noted that the patient status was noted as getting oral baclofen and has effect from oral medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found deformed pump tube in the pump head. A motor stall recovery was detected in the pump memory logs. This indicated that a motor stall and recovery had occurred in the pump¿s lifetime. Dispense testing was performed and the test passed for accuracy but had an odd looking graph. A 47 day volume infusion test was done and passed. Destructive analysis was performed. Moisture and residues found throughout the pump interior. No leak in the pump tube. Pump tube did have a bend or kink at the outlet end which was believed by the return product analysis lab to be causing the unusual looking graph. Return product analysis also suspected that some kind of catheter occlusion may have occurred to cause the volume discrepancies and could have led to the pump tube kink. The catheter occlusion theory had not been confirmed in the lab because no catheter was returned.